Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderated dysphagia and leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Patient received dilations on (B)(6) 2018. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. It was noted that there was "no thick fibrous capsule found on the anterior aspect of the ring".

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderated dysphagia and leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. -patient received dilations on (B)(6) and (B)(6) 2018. -device explant due to moderate dysphagia occurred without issue on 07/19/2018. -device was found in the correct position/geometry. -it was noted that there was "no thick fibrous capsule found on the anterior aspect of the ring".

Manufacturer narrative:
-Update to include device analysis.